Event description:
It was reported that the needle free valve leaked at connection to the easypump. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information added to: d11 the customer¿s report that the needle free valve leaked at connection could not be confirmed. The two reported smartsite connectors model 2000ea with lots 19075407 and 20035881 that were in use during the customer event were not returned for evaluation. A device history record for model 2000ea with lot number 19075407 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 06jul2019. The search showed that there were no quality notifications for the failure mode reported by the customer. A device history record for model 2000ea with lot number 20035881 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 09mar2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the needle free valve leaked at connection to the easypump. Although requested, additional information was not provided.